Event description:
It was reported that the non boston scientific right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedances out of range. This crt-d system remains in service. No adverse patient effects were reported.